Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the connector on the electrode pads would not connect to the associated one step cable. Complainant indicated that there was no pt involvement in the reported malfunction.